Manufacturer narrative:
Correction - please refer to h6 component code. The reported event could be confirmed, since the device was not returned and but available radiographs confirm breakage. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned the investigation will be reassessed.

Event description:
As reported: "4.2mm drill bit broke off in bone". Additionally it was reported that "all debris was removed from the surgical field/patient and there was a 90 minute surgical delay.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. The device was discarded.

Event description:
As reported: "4.2mm drill bit broke off in bone." Additionally it was reported that "all debris was removed from the surgical field/patient and there was a 90 minute surgical delay.